Event description:
The customer reported that the thumbnail image did not match the image once it was enlarged. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was replaced and the system software was reloaded. The system was then found to be operating as intended.